Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had little to no control of the controller so she had little to no control of her settings. The patient needed to turn stimulation off and she wasn't sure if the controller was turning it off because she had to turn it down last night because it kept shocking her too hard. The patient stated the stim had turned off and then would come back on a minute or two later and they didn't have adaptive stimulation since (B)(6) because it kept changing even when using the program that didn't have adaptive stimulation. It kept doing the adaptive stimulation and wouldn't let her run a regular program and leave stimulation on full time. The patient provided conflicting information that they were told to turn off adaptive stimulation (B)(6) as they needed to make adjustments so that the adaptive stimulation runs at a consistent and comfortable amplitude. The patient was getting a message that it could not provide desired intensity settings, settings not available screen 59 when charging. The screen froze up and the patient tried replacing the batteries but still didn't have control of the settings. Troubleshooting had the patient reduce settings down to zero and then increase intensity and the issue was resolved. The patient was able to increase stimulation to 7 and feel the stimulation and was able to turn stimulation off successfully. The controller was working and she had control. The patient mentioned stimulation wasn't covering where she needed it, it covered the left side but she needed stimulation on the right side. The patient was going to meet with the manufacturer representative on (B)(6). The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not have control of the controller again. The patient said they could decrease down but can't increase up and a settings not available message was seen on the controller. The patient took the device down to zero and back up and it wouldn't go back up. The patient said they tried another group and tried to decrease the pulse width and rate and that didn't resolve the issue. The patient stated that the ins battery and the controller battery were 100% charged. The patient said when they had the device checked they said the impedances were fine. The patient also reported that when they went to first touch the corner of skin on the ins they could make the stimulation turn off; the patient said if they checked it with the controller it doesn't show the ins is off. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the stimulation changing, settings not available screen, inability to adjust programming and stimulation turning off was unknown. The hcp reported that programming changes were made. The hcp reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that prior to their unrelated thumb surgery, the patient turned their ins down and off. The patient stated that since the surgery they had turned the ins on, and tried to increase therapy, but experienced the ¿settings not available¿ screen again. They stated that they didn't have control over their controller and adjusting programming. The patient also stated that during a shower, the patient ¿kind of hit their stomach a bit¿ where the ins was implanted and ¿it was like the stimulator shut off and came back on¿. The patient stated ¿now when they touched their stomach where the battery was, they could turn off and turn on their stimulation just by touching and holding it¿. Prior to the call the patient stated they tried the same steps that were done during their previous call. The patient stated they brought down to 0, but when they tried to increase their therapy again the stimulation stopped at ¿3.4 or something¿ and would not let them increase it any further. The patient was redirected to follow-up with their healthcare provider (hcp). The ¿settings not available¿ message was seen again on (B)(6) 2018 and the ins turning off/on when the patient touched their implant location began on (B)(6) 2018. No further complications were reported/anticipated.